Manufacturer narrative:
Refer to mfg report # 2124215-2022-14194 for the first intervention for this patient.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to bulbar urethral erosion and pain with blood in the urine. A catheter was placed prior to the erosion. The physician diagnosed the erosion by cystoscopy. The physician indicated the cuff was the incorrect size. The patient was also treated with pain medication. This is second intervention for explant the device. No further patient complications were reported. Refer to mfg report # 2124215-2022-14194 for the first intervention for this patient.

Event description:
It was reported that this artificial urinary sphincter (aus) was deactivated due to bulbar urethral erosion and pain with blood in the urine. A catheter was placed prior to the erosion. The physician diagnosed the erosion by cystoscopy. The physician indicated the cuff was the incorrect size. The patient was also treated with pain medication. The aus cuff will be replaced after the erosion heals. No further patient complications were reported. Refer to mfg report # 2124215-2022-14194 for the first intervention for this patient. Upon receipt of additional information it was determined this report is in duplicate to mfg report # 2124215-2022-14194.

Manufacturer narrative:
Refer to mfg report # 2124215-2022-14194 for the first intervention for this patient. Upon receipt of additional information it was determined this report is in duplicate to mfg report # 2124215-2022-14194/bsc reference (B)(4). All updates will be communicated under that record.